Event description:
It was reported the omnipod 5 system delivered excess insulin while in automated mode despite the patient believing there was no insulin on board and their glucose level was below the system threshold. The patient's blood glucose level declined to below 2.3 mmol/l (41 mg/dl). Symptoms reported include shaking and heavy breathing. The patient attended the emergency room on (B)(6) 2026. They were evaluated and monitored for 5 hours before being discharged ((B)(6) 2026). They were advised to remove the pod and apply a new one. No treatment was reported. The patient has since switched to multiple daily injection therapy temporarily.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.